Event description:
Cholecystectomy - "clips did not close correctly."

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found that the unit would not load or fire clips. The unit was disassembled and it was found that an internal component had a slight deformation, which has the potential to prevent the clips from advancing properly. The deformation is attributed to an error in manufacturing. Clips have the potential to get stuck if they travel down the clip track in a certain orientation. Applied medical is currently investigating process enhancements which are intended to reduce the potential for this type of incident to reoccur. This document represents our final report.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for eval. A f/u report will be sent upon completion of investigation. In accordance to 21 cfr 803.56 if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.